Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) iunihg, (certain® gold-tite® hexed screw) for evaluation. Visual evaluation of the as returned device identified the screw with signs of use, slight debris, and wear however, no damage to the screw threads or drive feature was identified. No malfunction was identified. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar events. Review completed utilizing keywords: ¿damaged drive feature¿ & "loosening". The customer did not submit images for the reported events. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event (damaged drive feature) has been unconfirmed following a physical evaluation. Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root cause determined from the investigation for the screw loosening event is incorrect / insufficient torque applied. Therefore, based on the available information, a device malfunction did not occur. The reported event (damaged drive feature) was unconfirmed with all the available information. The screw loosening event is non-verifiable with the information provided and without return of all devices involved. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that patient presented with a loose screw. The dr. Tried to tighten the screw and the screw became stripped. Tooth number 19. No injury to the patient as a result of this event.